Event description:
It was reported the customer had repeated auto off alarms on their insulin pump. Customer also stated they had blank displays on their insulin pump. The customer's blood glucose was 200 mg/dl. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer's insulin pump will be replaced by the customer's request. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The auto off feature worked properly. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.